Manufacturer narrative:
The sample was collected in a serum tube and centrifuged at 3750 rpm for 10 minutes. The customer runs bhcg neat and dil for all samples. Per the customer supplied data, a system check was performed on (B)(6) 2011 with all portions well within the published specifications. All levels of qc were within the customer's established ranges prior to and after the event. The customer ran 3 system checks with all failing the washed %cv portion. A field service engineer (fse) was dispatched on (B)(6) 2011 for this event. The fse replaced the wash pump, substrate probe, the dispense probes, aspirate probes, and the peri tubing. The fse returned on (B)(6) 2011 and replaced the analytical module. A system check was performed with all portions passing within specifications. Although hardware issues were addressed no definitive root cause was determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a false positive dil-hcg (dil - human chorionic gonadotropin) result on one patient's sample that was generated by the access 2 immunoassay system. The sample was also tested neat which resulted within the normal reference range. The customer tested the sample using a qualitative bhcg method and obtained a "negative" result. The customer stated there was no death or injury to patient requiring medical intervention or change to patient treatment attributed or connected with this event.